Event description:
The initial reporter stated that the pump did not alarm load set as expected. They stated it failed. They also stated that the pump was alarming an error code 2. The initial reporter stated that this occurred during testing and had not affected a patient. They also stated they had no further information about the complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pcb had failed. No further testing could be completed. The pump will be serviced to correct the issue.